Manufacturer narrative:
Product complaint #: (B)(4). [Complaint conclusion]: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the 4.5mm x 28mm enterprise (catalog: enc452812/lot: 10994285) stent vascular reconstruction device could not be advanced through the prowler select plus 150/5cm (catalog: 606s255x/lot: 30076108) microcatheter. The stent stopped in the catheter and could not be moved. The surgeon removed them from the patient and replaced with new devices. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. No further information could be obtained. A non-sterile enterprise device was received stuck inside of the prowler select plus 150/5cm microcatheter. Upon receipt of the complaint devices, a visual inspection was conducted. The enterprise introducer tube was not received for evaluation. An unspecified ¿y¿ connector was found attached to the hub of the received microcatheter and the distal tip of the delivery wire was observed outside of the distal end of the microcatheter. The remainder of the enterprise device was found inside of the microcatheter. The microcatheter was found compressed at 3.5 centimeters (cm) from the distal end. There were no visual anomalies observed during the visual inspection. After the visual inspection was conducted, an x-ray was performed on the body of the microcatheter and the enterprise device was noted to be stuck in the compressed section of the microcatheter. Functional testing could not be performed since the enterprise was received stuck inside of the microcatheter and could not be removed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The customer report of impeded in microcatheter was confirmed since the enterprise device was found stuck inside of the compressed section of the received microcatheter. The exact circumstances surrounding the observed damage to the catheter cannot be determined based on the condition of the returned device; however, it is likely that excessive force was applied to the device, possibly in an attempt to overcome the reported resistance. The compression could also have occurred during processing after the reported event. Impeded in microcatheter is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU cautions: ¿if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one.¿ neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00799 & 1226348-2018-00800. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the results of the device history record review. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00799 & 1226348-2018-00800.

Manufacturer narrative:
Product complaint # (B)(4). The product is available for evaluation and testing; however, it has not been received to date . Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00799 & 1226348-2018-00800.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the 4.5mm x 28mm enterprise (enc452812/10994285) stent vascular reconstruction device could not be advanced through the prowler select plus 150/5cm (606s255x/30076108) microcatheter. The stent stopped in the catheter and could not be moved. The surgeon removed them from the patient and replaced with new devices. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The products will be returned for evaluation. No further information was provided.